Event description:
Facility alleges a blood leak occurred at the start of a dialysis treatment. Dialysis was discontinued and blood was not returned to pt. Estimated blood loss - 350 cc. Blood loss was due to blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this incident. This incident involved one pt.